Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2017-00098, 3005334138-2017-00099, 2030404-2017-00030, 2182269-2017-00083. Following an atrial fibrillation procedure a pericardial effusion occurred. The procedure was completed with no complications but on postoperative day 9 the patient presented to the emergency room with abdominal pain. A CT scan was performed which revealed the pericardial effusion. The patient was taken to surgery where a pericardial window was performed to stabilize the patient. There were no performance issues with any abbott device.